Event description:
Same case as 6000093-2005-00426. It was reported by the patient's family member via an email to boston scientific corporation's customer service, that a day after a coronary drug eluting stenting treatment procedure, their pt died. The family member emailed boston scientific requesting an explanation of what happened. Per the procedure notes received from dr.'s office, this patient presented at hospital with an acute myocardial infarction. Pt underwent thrombolytic therapy with tnk, lovenox, and aspirin. Their medical history was significant for hypertension. Pt failed to reperfuse and was having multiple runs of ventricular arrhythmia and chest discomfort. It was felt pt should undergo emergent transfer to undergo angioplasty with revascularization. An angiography was performed. Using a 6fr interventional system and a 6fr jr4 guide catheter they cannulated the right coronary artery (rca). Using a choice pt extra-support wire, the lesions were then crossed. Using a 2.5x15 mm maverick balloon, the proximal posterior descending artery and the distal, mid and proximal rca were pre dilated. A taxus express2 3.0x16 mm drug eluting stent was deployed across the distal rca and a taxus express2 3.0x12 mm stent was deployed in the mid rca. Attempts to deploy a third stent in the proximal rca was unsuccessful. Poba was performed. During the course of the intervention the patient developed severe hypotension, followed by severe hypertension. Pt received 2 boluses of integrilin. No additional lovenox was given and no aspirin or plavix was given during the course of the procedure. Because the patient became extremely hypertensive, blood pressure (bp) in the 200 range, and the risk of intracranial bleed, a nitroglycerin drip was initiated. Despite that, they were not able to control the bp. A foley catheter was inserted hoping to increase the bladder pressure and correct the bp. Pt did not respond. Pt was then given sedation, versed, to see whether controlling their sedation adn stress would bring down their bp. Pt did not respond. Pt became more unresponsive. A reversal was attempted with narcan as well as flumazenil, however pt did not respond. Pt became extremely obtunded. Nipride was initiated as well to control the bp. Prohylactic oropharyngeal intubation was hypertension with sedation. With the intubation, bp improved, pt was moving all extremities, pupils were about 3 mm in diameter and reactive, although sluggish. Pt responded to noxious stimuli in all extremities. EKG now in sinus rhythm. Hemodynamically the patient was stable but there are was caution in terms of increased risk of intracranial bleed. The patient expired the next day and in the opinion of the physician the cause of death was intercranial bleed in a patient with hypertension when thrombolytics were given in a facility that did not have intervention capabilities.